Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated that they have an arctic sun device that was cooling a patient. The device keeps beeping but they were not sure why. Nurse stated that the target temperature was 33c, water temperature was 5.8c, patient temperature was 34c and water flow rate was 2.7 l/min. Mis walked nurse through accessing the event log. Event log showed multiple alarm 15 (unable to obtain a stable patient temperature) and 50 (patient temperature erratic). Mis explained to nurse these indicate an erratic temperature. Mis confirmed with nurse they were using a rectal probe for therapy. Nurse stated that they were not able to plug the probe into the bedside monitor to confirm and they do not have a second method of temperature. Mis suggested nurse check a second source for patient temperature. Mis informed nurse to flex the temperature in cable. When nurse moved the cable, the patient temperature jumped from 34c to 36.2c, 35.1c, and then 30c. Mis suggested nurse call biomed to see if they have an extra temperature in cable to replace it. Biomed stated that they would look in the shop. Nurse asking if they do not, what else could they do. Mis informed nurse they would need to order a new cable. If they have another device, they could swap the cables on it. Nurse stated that they do not have an additional device. Mis informed nurse that they could check with a sister hospital nearby to borrow one. Mis recommended they pause therapy for now due to the inaccurate patient temperature and consider alternative means for cooling. Per follow up information received via email on (B)(6) 2023, it was reported that there was no impact to the patient and therapy was completed. The patient was a male in his 30's. Nurse reached out to mis and was told that a new cord was needed. The sales rep went into the facility and did an in service/training on how to properly use the device. The device was sent to biomed at ext. (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated that they have an arctic sun device that was cooling a patient. The device keeps beeping but they were not sure why. Nurse stated that the target temperature was 33c, water temperature was 5.8c, patient temperature was 34c and water flow rate was 2.7 l/min. Mis walked nurse through accessing the event log. Event log showed multiple alarm 15 (unable to obtain a stable patient temperature) and 50 (patient temperature erratic). Mis explained to nurse these indicate an erratic temperature. Mis confirmed with nurse they were using a rectal probe for therapy. Nurse stated that they were not able to plug the probe into the bedside monitor to confirm and they do not have a second method of temperature. Mis suggested nurse check a second source for patient temperature. Mis informed nurse to flex the temperature in cable. When nurse moved the cable, the patient temperature jumped from 34c to 36.2c, 35.1c, and then 30c. Mis suggested nurse call biomed to see if they have an extra temperature in cable to replace it. Biomed stated that they would look in the shop. Nurse asking if they do not, what else could they do. Mis informed nurse they would need to order a new cable. If they have another device, they could swap the cables on it. Nurse stated that they do not have an additional device. Mis informed nurse that they could check with a sister hospital nearby to borrow one. Mis recommended they pause therapy for now due to the inaccurate patient temperature and consider alternative means for cooling.